Manufacturer narrative:
The original assessment of this report determined that the event was not reportable. A retrospective review of the file occurred and it was determined that this event should be reported. (B)(4). Investigation- a review of the complaint history, device history record, quality control (qc), specifications and a visual inspection of the returned device was conducted for the purpose of this investigation. One device was returned to assist with the investigation. However, the lot # was not provided. Visual examination of the returned device confirmed the report of the hub separating from the extension tube. Approximately 1/4 of the tube has pulled out of the hub. Overall catheter displays no indication of excessive pressure. The device is tested per qc for any nonconformance. Manufacturing instructions are in place to verify that the device is manufactured per specifications. Per IFU: ¿if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. If catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with catheter locking solution.¿ there is no evidence to suggest the product was not manufactured to specification. Based on this information, we are unable to determine with certainty what led to this failure. A quality engineer risk assessment was conducted to measure the risk severity for this event and found that no further risk reduction is required at this time. The appropriate personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a PICC line insertion procedure on a (B)(6) male patient with cancer, the PICC line split at hub. Once the wire was stuck, the entire PICC line was removed and a new PICC was opened and inserted. No adverse effects to the patient were reported after this occurrence.